Event description:
The customer reported the system failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was found requiring a replacement. Waiting on facility approval for repair.